Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported (via FDA mw5095911) that a female patient, who underwent breast prosthesis implantation surgery with two 350 cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including fatigue, major hair loss, anxiety, depression, brain fog, memory loss, and felt really sick. The patient went from specialist to specialist, had countless blood draws, tested for countless diseases, but nothing was found or diagnosed. Symptoms continued to worsen in severity. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral implant explantation surgery on (B)(6) 2020. Symptoms disappeared after surgery. The patient was reportedly severely allergic as well. Patient believes that what they had needs to be medically recognized and that women should not have to go through hoops. Finally, the patient stated that breast implant illness is a real thing and they are the poster child for it. This medwatch form is for the left breast prosthesis.